Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, 24mm in length, concentric, de novo target lesion was located in the moderately tortuous, mildly calcified, and 2.75mm in diameter mid to distal left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion and a 6f 3.5 non-bsc guide catheter was placed, pre-dilation was performed with a 2.5x10mm non-bsc balloon catheter leaving 75% residual stenosis in the lesion. A 2.75 x 24 synergy drug-eluting stent was deployed to treat the lesion. However, following deployment, a long type c dissection was noted in the proximal lad. A 2.5 x 38 synergy drug-eluting stent was then deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.